Event description:
Boston scientific received information that this device delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for sinus tachycardia. Boston scientific technical services discussed programming options with the field representative. There were no adverse patient effects reported. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.